Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
The facility states that after intra-aortic balloon (iab) insertion, the arterial line would not zero on the iab pump. The balloon was inflating and deflating, but the arterial line would not zero. The balloon was changed/switched out, and the new iab worked successfully. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added serial number. Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 76.7cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
The facility states that after intra-aortic balloon (iab) insertion, the arterial line would not zero on the iab pump. The balloon was inflating and deflating, but the arterial line would not zero. The balloon was changed/switched out, and the new iab worked successfully. There was no reported injury to the patient.